Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro at the day hospital. The device was being used on a patient and after 22 minutes of infusion there was air seen in the tubing. The nurse noticed that there was a leak at the connection of the valve of the ¿tree¿ on which the treatment is connected. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a photo sample has been provided, but has not yet been evaluated. Full brand name: 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro.

Manufacturer narrative:
The complaint of leakage can be confirmed based on the photos returned. Received photos showing a droplet of residuals on the outside near the base of the clave and check valve. The exact location of the leakage is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non conformities were found that would have led to the reported complaint.